Manufacturer narrative:
Follow-up #1: date of submission 12/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/29/2016 with the following findings: during investigation, no activity related to the complaint was found in the pump histories. The pump powered on to the verify screen. The display functioned properly. The reported issue was unable to be verified or duplicated.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (display issue) issue. It was alleged that the display said animas. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.